Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in emergency room, complete heart block with loss of capture was observed on the right ventricular (rv) lead. It was noted that the rv lead capture threshold had gradually risen over time and eventually reached above the maximum output. Programming change was made, and it was able to get the rv capture. The device was turned off with no malfunction. The leadless pacemaker was implanted. The patient was stable.